Event description:
It was reported that the connector of a line of a homechoice cassette was oval in shape and dented causing the supply line was not tightly connecting. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.